Event description:
The device showed defects on two electrodes during intraoperative testing, so the back up implant was implanted.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The device reportedly showed defects on two electrodes during intraoperative testing, so the back up implant was implanted.

Manufacturer narrative:
Conclusion: based on the received information from the field, reportedly intra operative measurements showed two channels in hi status. The device was investigated and did not show any malfunction, which points to temporary air bubbles over the active electrode contacts being the cause for the reported issue. A back-up device was implanted. This is a final report.